Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed 2 lesions. Target lesion #1 was a de-novo lesion located in the distal left anterior descending (lad) artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with direct stent placement using a 12mm x 2.25mm taxus¿ element¿ stent, with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the 1st obtuse marginal (om) with 70% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct stent placement using a 16mm x 2.50mm taxus¿ element¿ stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported an event of myocardial infarction (mi). It was observed that the patient experienced ischemic symptoms. 100% in-stent restenosis of the previously placed study stent located in the 1st om was attempted to treat with balloon angioplasty. Subsequently on the same day, the site reported that the patient died.

Event description:
Same case as MDR ID: 2134265-2014-07926.it was further reported that in (B)(6) 2014, electrocardiography (ECG) was performed which revealed mi: q-wave with st segment elevation. Cardiac enzymes were not drawn. There was stent thrombosis in previously placed study stent located in the 1st obtuse marginal(om). Subsequently, the patient experienced recurring chest pain.

Event description:
Same case as MDR ID: 2134265-2014-07926. It was further reported that in (B)(6) 2011, the patient was discharged on plavix and not clopidogrel as previously reported. In (B)(6) 2014, the patient presented with severe chest pain. During the patient's admission, the patient experienced episode of ventricular tachycardiac without loss of consciousness, furthermore the patient encountered cardiac arrest. The 100% totally occluded stent thrombosis of the previously placed study stent located in the distal lad was attempted to treat with balloon angioplasty and was unsuccessful. 100% thrombosis of the previously placed unknown stent located in the proximal lcx was attempted to treat with balloon angioplasty and was unsuccessful.

Event description:
Same case as MDR ID: 2134265-2014-07926. It was further reported that in (B)(6) 2011, the patient presented due to unstable angina which was subsequently diagnosed as myocardial infarction. Target lesion#1 was a culprit lesion for stemi (st elevation myocardial infarction). The patient was discharged on clopidogrel and not on plavix as previously reported. In (B)(6) 2014, the patient presented with severe exertional chest pain. The patient was medicated with aspirin, efient, lovenox, morphine, and perfalgan for the acute coronary syndrome. Furthermore, the patient experienced cardiac arrest with bradycardia then asystole. Immediately the patient was treated with external heart massage, orotracheal intubation and administration of adrenaline without recovery of heart rhythm. Additionally, sufentanil was given for sedation. Neurological examination showed non-reactive pupils and the patient had swallowing movements. Further cardiopulmonary resuscitation was provided. Adrenaline, amiodarone, heparin, noradrenaline were given to stabilize blood pressure. The patient was then admitted to medical intensive care for further care. On admission, dialysis catheter was inserted for hemofiltration. Dobutamine was given to restore left ventricular systolic ejection. Subsequently, the patient showed great hemodynamic instability and increased dose of noradrenaline was given. Volume expansion was continued as well as increase in noradrenaline doses. There was refractory cardiac arrest in a context of acute coronary syndrome requiring extracorporeal life support, multiple organ failure and ischemia. The primary cause of death is massive infarction, possibly in connection with the stent thrombosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date of birth: (B)(6) 1957. Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).